Event description:
The manufacturer received information alleging a simplygo mini oxygen concentrator would not charge and the charger cord had a disconnection and exposed wires. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The ac power cord had evidence of wires being exposed. There was no report of thermal damage to the power cord. Product labeling states,"periodically inspect electrical cords, cables, and the power supply for damage or signs of wear. Discontinue use and replace if damaged."